Event description:
The customer reported that while the panorama central station was in use monitoring pts along with ambulatory telepacks, both central station displays were blank. No pt injury was reported.

Manufacturer narrative:
The company service rep replaced the disclosure hard drive. The system was tested to factory specs. It functioned normally and was returned to use.